Manufacturer narrative:
The suture trimmer was returned for analysis. The reported failure to advance the knot/ accessory incompatibility was not confirmed. A review of the manufacturing records revealed no manufacturing non-conformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using a proglide device following an interventional procedure to collect thrombus. Reportedly, "the suture was able to be loaded into the suture trimmer, however, the suture trimmer did not advance well. Finally, the suture trimmer was somehow advanced as far as possible, then the suture was tied and manual compression was done to achieve hemostasis." There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.